Manufacturer narrative:
Follow-up #1: date of submission 04/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/08/2014 with the following findings: the keypad was observed to be peeling at the contrast button. The contrast button was unresponsive to testing. The up, down, and ok buttons responded properly to testing. The keypad was removed; the contrast button contact was observed to be missing and the down button contact was observed to be inverted. Contamination was observed on the up, down, and contrast keypad contacts. Unrelated to the keypad issues, the pump booted to the verify screen with dim pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter stated that the keypad was peeling first and then multiple keypad buttons no longer worked. The reporter denied moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.